Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the sample would not flush could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 24015653 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
No additional info.

Event description:
It was reported that bd alaris smartsite needle-free valve was occluded the following information was received by the initial reporter with the following verbatim: complaint received via email(s) attached. Defective (hard to push fluid through port valve) we had this problem with the same item in the past. The lot #¿s are all the same also in this photo.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed